Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 12-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4192338. The customer provided panel returns, isolates and phoenix generated lab reports for the investigation. The lab reports show identifications of staphylococcus epidermidis, dermacoccus nishinomiyaensis, kocuria varians and staphylococcus carnosus when using the complaint batch. The customer returned isolates were verified and labeled as s. Aureus #37, kocuria rhizophila #40, s. Ureilyticus #41 and s. Aureus #45 with a bruker maldi biotyper. It is to be noted that there are no claims for k. Rhizophila with the phoenix panel and the isolate was not used in complaint investigation testing. To investigate, customer returned panels were tested with customer returned isolates s. Aureus #37, s. Ureilyticus #41 and s. Aureus #45 on a phoenix m50 instrument and evaluated for identification results. Next, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using customer returned isolates s. Aureus #37, s. Ureilyticus #41 and s. Aureus #45 on a phoenix m50 instrument and evaluated for identification results. Last, retention panels of the complaint batch were tested with in house isolate s. Ureilyticus pos 1655 on a phoenix m50 instrument and evaluated for identification results. The panels tested with customer returned isolate s. Ureilyticus #41 returned s. Carnosus and staphylococcus scheflieri identification results. All other panels tested returned the correct identification for their inoculated isolates. This complaint is confirmed for misidentification of s. Ureilyticus #41. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Historical trends were reviewed, and no other misidentification complaints have been received for this organism. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported. Report 1 of 4.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported. Report 1 of 4.